Event description:
It was reported that cartridge was missing o-ring. There was no adverse impact to the customer¿s blood glucose level. The customer agreed to follow recommendations from the technical support team and support advised the customer to contact them again if issues reoccurred.